Event description:
It was reported that a patient presented in-clinic for an explant procedure. Prior examination of the patient's right ventricular (rv) lead revealed low sensing and high capture thresholds, indicating lead dislodgement. The dislodgement was confirmed through x-ray imaging and was determined to be caused by a patient accident. During the procedure to revise the rv lead, the rv lead helix was found to be unable to be extended after successful retraction. The rv lead was explanted and replaced on (B)(6) 2022. The patient was stable throughout.